Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the tct75 instrument locked out. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.